Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia. Various reprogramming options were discussed for this situation. Furthermore, the rv lead appeared to be dislodged as sensing had decreased and showed no capture at high pacing outputs. A rv lead revision was recommended. The rv lead and the crt-d remain in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia. Various reprogramming options were discussed for this situation. Furthermore, the rv lead appeared to be dislodged as sensing had decreased and showed no capture at high pacing outputs. A rv lead revision was recommended. Additional information was received from the field representative mentioning that a pericardiocentesis with drain left in was performed. Then, the patient was brought to electrophysiologist lab the following day for reposition. X-ray and chest tomography images were performed to determine perforation and pericardial effusion. Lead tip was removed with minimal bleeding into pericardium and was repositioned successfully, then pericardial drain was removed. The rv lead and the crt-d remain in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia. Various reprogramming options were discussed for this situation. Furthermore, the rv lead appeared to be dislodged as sensing had decreased and showed no capture at high pacing outputs. A rv lead revision was recommended. Additional information was received from the field representative mentioning that a pericardiocentesis with drain left in was performed. Then, the patient was brought to electrophysiologist lab the following day for reposition. X-ray and chest tomography images were performed to determine perforation and pericardial effusion. Lead tip was removed with minimal bleeding into pericardium and was repositioned successfully, then pericardial drain was removed. The rv lead and the crt-d remain in service at this time. No additional adverse patient effects were reported.